Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced occlusions due to kinked cannula of the infusion set and was alerted by alarm 2. Patient notice symptoms within 3 hours to 1 day. The site of insertion was abdomen, thighs, and upper buttocks. Patient regularly rotated site of insertion. Patient also reported recent weight loss and moisture at the site when blood glucose are elevated. Patient changed soft cannula infusion set only and resumed insulin. Company do not see kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.